Event description:
It was reported that during a hernia repair procedure, the staples would not hold. The staples were released but did not hold (were not properly formed). Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.